Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1 and h6 - health effect - clinical code and type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D6a: 4 years ago, approximately 2021. D6b: may year unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder initial surgery was 4 years ago, approximately 2021. First revision surgery was reported in may year unknown. Patient is experiencing pain and other problems. They are unable to use or lift their left shoulder. Patient has had one revision surgery, but another has not scheduled. No further information available.